Event description:
It was reported to MFR that a nurse's programming system was not working because the screen was freezing while performing diagnostic interrogations. Performing troubleshooting by removing the flashcard and reinserting it back in or turning the device off and on did not resolve the issue. Good faith attempts to obtain product info and product return have been unsuccessful to date.